Manufacturer narrative:
A visual assessment was performed on the returned percuflex plus stent. The bladder pigtail detached and the suture is broken on the returned suspected device. Damage is consistent with one caused by the suture when it is being pulled. A DHR (device history record) review was performed and no deviation was found. Therefore, the most probable root cause for this complaint is handling damage. Based on this analysis, this event has been deemed to no longer be MDR-reportable.

Event description:
It was reported to boston scientific corporation that a percuflex plus was used in an unknown procedure. According to the complainant, the stent snapped before it was inserted to the patient. The patient's condition at the conclusion of the procedure was reported to be unknown. This event has been deemed a non-reportable event based on the investigation results; stent breaks and retrieval line tears through the stent.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus was used in an unknown procedure. According to the complainant, the stent snapped before it was inserted to the patient. The patient's condition at the conclusion of the procedure was reported to be unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.